Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented to the emergency room after receiving a vibratory notification from the device. A remote device interrogation revealed that the high voltage lead impedance measurements exceeded the upper limit. There were no interventions or adverse patient consequences reported.